Manufacturer narrative:
H3: product analysis for pli10 :em810, serial# (B)(6) evaluation could not confirm the reported malfunction of overheating the device was tested and the maximum temperature was measured to be 104.54°f. The likely cause of failure could not be determined product analysis for pli20 mr8-at10, serial# (B)(6): evaluation could not confirm the reported malfunction of overheating the device was tested and the maximum temperature was measured to be 105.62°f. The likely cause of failure could not be determined. It was also noted that abnormal sound was observed during rotation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis for pli 10:em810, serial: (B)(6): no conclusion can be drawn as the device was not returned. Product analysis for pli 20: mr8-at10, serial: (B)(6): no conclusion can be drawn as the device was not returned. Product analysis for pli 30: mr8-tt12fmis, serial:(B)(6): evaluation could not be performed due to difficulty with insertion. The likely cause was identified as broken bearings. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-at10, serial/lot #: (B)(6), UDI#: (B)(4); product ID: mr8-tt12fmis, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during hbe, the portion that locks the attachment and the telescoping tube was stuck, so the intraoperative exposure length could not be changed. The toolbar continued to turn and not turn when the footswitch was pressed in, as if it was under load and overheating occurred. This incident occurred about 10 days ago. At that time, the drilling (during use) came loose and the exposure length could be changed, however, no matter what we did yesterday, it did not loosen and we were able to loosen it forcibly by using a clamp, etc. After completion. It was reported procedure was completed with reported product and no additional intervention was performed or planned as a result of this event. On further follow up it was confirmed that there was no health hazard to the patient.